Event description:
A 34" zimmer leg tourniquet cuff which had been reprocessed and packaged by ascent healthcare solutions x1 deflated after being up for a few minutes, it appeared to be leaking, possibly from the connection of the hoses to the cuff. The procedure was done without the tourniquet.